Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. Based on the information reviewed, a cause for the reported entrapment of device cannot be determined. The reported foreign body in patient is due to the entrapment of device as the clip got caught in the chordae and the clip was deployed there subsequently. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report clip deployed in chordae and foreign body in patient. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Patient had a rotated heart. The first xtw was inserted and advanced into the valve. While performing the gripper orientation, it was observed that both grippers did not lower. Troubleshooting was performed, but the issue was unable to be fixed. Therefore, the clip was removed and replaced and another xtw. The clip was inserted and advanced under the valve. However, it was observed the clip became caught in the chordae and was fixed on the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed from the chordae. Since the clip was fixed on the anterior gripper, grasping was performed. The clip was able to successfully grasp both leaflets; therefore, it was deployed, reducing mr to a grade of 1-2. It was noted the clip remained stable on both leaflets. There was no clinically significant delay in the procedure. No additional information was provided.